Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) patient results including sodium (na), potassium (k), and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer provided the results for four (4) patients. The customer did not provide patients demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au480 chemistry analyzer. The fse inspected the instrument and observed bubbles on the ise (ion selective electrode) reference (ref) supply tubing and mid ref pathway. Upon two service visits, it was confirmed the fse replaced the ise buffer valves, ise ref valve, and tubing to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).